Event description:
It was reported that during a colectomy and gastrectomy procedure, the cartridge failed. The staples were in an open condition after firing. It is unk how the procedure was completed. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.